Event description:
While performing cataract surgery, the lens was folded and staff noted that the cartridge was cracked. We have had four incidents invovling cracked cartridges. No injury to patient.======================manufacturer response for iol cartridge, (brand not provided) (per site reporter).======================track and trend.